Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the medication orders were not crossing over to pyxis. A technical support specialist (tss) remotely accessed station and confirmed no errors on the station, with current server communication. Health sight viewer (hsv) showed the device in upload retry mode with uploads stopped. The tss accessed the server and reviewed synchronized information, collected data synchronized logs, and followed knowledge article ¿medstation es ¿ retry mode: insert into tx. Encounteritemtransaction ¿ mismatching. Adt.encounterpatientlocationkey¿ after consulting a senior es agent. The retry issue was corrected, and a full synchronized was completed per knowledge article ¿proper datasync procedure & how to place new db in es station¿, followed by a station reboot. Synchronized status was verified as current with uploads updating normally. The customer was notified that the issue was resolved, validation was deferred as the pharmacist was unavailable at the time. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, order was not crossing over to pyxis, and no transaction was not recorded. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.